Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) has a kink; the outer tube is damaged and therefore the dielectric strength is inadequate. A root cause could not be identified. However, based on the investigation, the endoeye sheath (casing) tube showed multiple signs of damage and was bent in the middle, likely due to a damaged outer tube that resulted in inadequate dielectric strength. The most probable cause of the kink in the charged-coupled device (ccd) unit was component failure related to mechanical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the rigid video laparoscope¿s endoeye tube shows several signs of damage and is bent in the middle. There were no reports of patient harm.